Event description:
Caller states that the pt tested 2.3 inr on the coaguchek system and 1.8 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect test system, however caller states strips are unavailable for return.